Manufacturer narrative:
The 29 mm commander delivery system was returned after use in the procedure, locked in the default position. Half of fine adjust and no flex were in use. The delivery system was inserted through a full loader assembly. No photographs, video, or imagery were provided for review. The delivery system was visually inspected and no visual abnormalities were observed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander is visually inspected and tested several times. During manufacturing, the commander balloon was 100% inspected. During the final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for delivery system inflation difficulty partial or slow and delivery system deflation difficulty partial or slow were not confirmed based on functional testing of the returned device. No manufacturing non-conformances were identified in the returned sample. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As stated in the case notes, the medical opinion for the root cause of this event is ¿unsure, maybe too much flex or other restriction.¿ if device was torqued and excessively rotated during inflation, it is possible the excessive rotations of the delivery system may have contributed to the inflation and deflation difficulties. However, without the applicable procedural imagery or patient anatomical information, there is insufficient information to determine a root cause. Device evaluation results (able to inflate/deflate within specified time, no leakage present in system) indicates that there was no issue with the delivery system. Based on available information, a definite root cause is unable to be determined. The complaint was unable to be confirmed. It is unlikely that a manufacturing nonconformance contributed to the reported event. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this month review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4).the investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the native aortic annulus via transfemoral approach the annulus was pre-dilated. According to the physician there was significant difficulty inflating the commander delivery system balloon. The valve was deployed successfully. There was the same significant difficulty deflating the balloon. There were no patient injuries, and the patient was doing well post procedure. The physician reported only minor calcification in the annulus and did not think this was due to patient factors. The cause of the inflation and deflation difficulty was unknown. There was no resistance during insertion or withdrawal difficulty. There was no damaged noted to any of the devices.